Event description:
Cracked or broken adapter bracket.

Manufacturer narrative:
Broken adapter bracket has been confirmed by laboratory results. Ross standard procedure includes attempting to obtain all required information from the source.